Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion near the suture sleeve led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture.

Event description:
Boston scientific received information that this lead displayed high pace impedance measurements and thresholds. The lead was suspected to have fractured. The patient was seen for a revision procedure where the lead was explanted and replaced. There were no adverse patient effects reported. The lead has been returned for analysis.